Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra 2 meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue began, the week prior to contacting lfs. She reported that she obtained an alleged inaccurately high blood glucose result of ¿477 mg/dl¿ on the subject meter, compared to a result of ¿357 mg/dl¿ on a calibrated laboratory device. The patient reported that she manages her diabetes using insulin (self-adjuster), and in response to the alleged inaccurate high result she took less food/drink. The patient reported that she thinks that she developed symptoms of ¿dizziness, blurred vision and sweating¿. There is no evidence, she required treatment for the alleged symptoms. She stated that during the time of the meter issue she was prescribed insulin twice per day. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the sample had been taking from an approved site. The csr noted that the patient was not following the correct testing process. It was also noted that the code on the meter was set incorrectly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event while using the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.